Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material might have originated from chemical such as anti-foaming agent. However, we could not specify cause of the event, what the material was, when and how it adhered. Therefore, a root cause could not be specified. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU: gif-1200n operation manual chapter 3 preparation and inspection states detection methods. IFU: gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures.". Olympus will continue to monitor the field performance of this device.